Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture while the device is programmed at an output with two times safety margin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.